Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
An advocate from mexico called on behalf of the customer to report that one their blood glucose readings was not stored in the memory of the contour plus meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus meter with serial # (B)(6), and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour® plus meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, the returned meter and in-house contour® plus test strips from lot # 3fqhh10c were used for in-house testing, using blood spiked with glucose at 133 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits and were properly stored in the meter's memory.